Event description:
The initial reporter stated that they had a set that was leaking at the filter. They stated that the set leaked at "one of the two vent holes". Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. When the device was returned to mmdg it was observed leaking from the filter. The leak appears to have stemmed from an assembly problem.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking at the filter. They stated that the set leaked at "one of the two vent holes". Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).